Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visually, the tube set does not reveal any anomalies. The report does not indicate what type of high pressure alarm was generated during use. The nextra IFU provides trouble shooting steps to follow for alarms generated. No information has been provided if these steps were carried out. No further details have been provided about the set up and readings on the pump to further investigate this issue. Based on the information, at this time, the failure cannot be confirmed or a root cause cannot be determined. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed 3 other pressure related complaints for this lot of devices that were released to distribution. However, similar to this complaint, the reported issues could not be confirmed. Based on the overall complaint rate for this failure, at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. No UDI number exists for the specified product code. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate that the pump showed an error message that the pressure is too high. Therefore another patient set was used which worked. Same lot like the one they had a problem with in march.